Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mom reported via phone call that; the customer was hospitalized on (B)(6) 2019 due to hyperglycemia and diabetic ketoacidosis. The customer's blood glucose level was in the 600 mg/dl at the time of the hospitalization and was treated with insulin drip or fluids. The customer noticed a big chip in the reservoir compartment. There was a chunk of plastic missing. The customer had persistent high blood glucose even after treating and changing infusion set. The customer declined to perform a care link upload. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.